Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4). Description: precision implantable pulse generator.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the lead and ipg were replaced.

Manufacturer narrative:
Additional information was received that device malfunction was suspected.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the lead and ipg were replaced.

Manufacturer narrative:
Sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead complaint was confirmed. Visual inspection revealed that the lead was damaged. The paddle end was missing electrodes number # 5, 7 and 8. X-ray inspection found broken cables inside the paddle which belonged to the missed electrodes. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint of high impedance was not confirmed as various test leads were inserted in both ports. The ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the lead and ipg were replaced.

Manufacturer narrative:
Additional information was received that all contacts were removed and it was confirmed by the physician.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the lead and ipg were replaced.